Event description:
The pt is a gestational diabetic. She was unconscious. The paramedics tested her blood glucose with their device and it was 275 mg/dl. She was taken to the hosp and the hosp tested her blood glucose on their device and it was 277 mg/dl. A lab draw was done within 30 minutes and it was 29 mg/dl. No treatment info or pt info was available from rptr.